Event description:
It has been reported to co that the occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated it to 3.5mm to occlude the vessel. The physician performed an intervention and noticed that the occlusion balloon had deflated. The pt is reported to be fine.